Event description:
A report was received through the (B)(6) that a patient realized she forgot to put the baffle plate in the device when she completed a treatment of tyvaso. She complained of feeling buzzed, throat irritation and nausea (reported in linked case utc-(B)(4)). Evaluation summary: pharmacy nurse reinforced proper set-up of the device for tyvaso treatment and instructed the patient to call with questions or concerns. Per the reporter this incident was a patient error and there were no quality issues with the drug or device. (B)(6).